Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's friend contacted a us distributor on (B)(6) 2015 to report that the patient had sores under the electrodes. The patient's doctor was consulted and recommended the patient use neosporin on the affected area. The final medical outcome of the irritation is unknown.